Manufacturer narrative:
Continuation of d10: w1dr01 ipg implanted on (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the epicardial right atrial (ra) lead and left ventricular (lv) lead exhibited high thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further noted that the leads were left ventricular (lv) epicardial lead and left atrial (la) epicardial lead. It was further noted that the la lead exhibited far field r-wave (ffrw) oversensing with atrial fibrillation (af) alerts. It was noted that the la lead exhibited an increase in sensing and increase in impedance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the leads were ra and right ventricular (rv) leads. It was noted that the patient experienced congenital pulmonary regurgitation and that pre-op the rv was enlarged along with severe pulmonary valve regurgitation and post-op it had a notable decrease in size. It was further noted that the ra and rv leads exhibited oversensing.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced congenital pulmonary regurgitation and that pre-op the right ventricle was enlarged along with severe pulmonary valve regurgitation and post-op it had a notable decrease in size. It was also reported that the epicardial left atrial (la) epicardial lead and left ventricular (lv) epicardial lead exhibited high thresholds and oversensing and the la lead exhibited an increase in sensing and increase in impedance. The leads were capped and replaced. No further patient complications have been reported as a result of this event.